Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any, the ventrio st hernia patch may have caused or contributed to the events as alleged. Per the dermatologist office, the testing has not been completed at this time. Hematoma formation is a known inherent risk of surgery. The adverse reactions of the instructions-for-use lists allergic reaction, inflammation and hematoma as possible complications. A lot number was not able to be provided at this time; without a lot number a review of the manufacturing records is not possible. The date of implant is an estimate as the actual date was not provided. Should additional information be obtained, a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It was reported that in (B)(6) 2015 the patient was implanted with a ventrio st hernia patch. As reported immediately following surgery the patient had a very large hematoma. The contact reports that the patient has experienced joint pain, swelling and discomfort and has been generally unwell since the surgery. A mesh sample was requested from and provided to the patients dermatologist. As reported the testing is being performed to see if the patient may be having a reaction to the implant, or rule that out as a factor. At this time the reactivity testing has not been completed.